Manufacturer narrative:
Concomitant product(s): a 419478 lead, implanted: (B)(6) 2006; 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise, oversensing, and a lead fracture. During the explant procedure, approximately seven minutes after the lead was removed using a laser sheath, the patient became hemodynamically compromised with a decrease in blood pressure. Tamponade and potential atrial perforation/tear were also noted. Fluoroscopy suggested pericardial fluid accumulation which was subsequently confirmed by echocardiography. Tube pericardial drainage was initiated, with a total of 1085 ccs of blood aspirated from the pericardium, with hemodynamic stabilization. Echocardiogram revealed a small to moderate sized effusion. The replacement lead was then advanced but appeared to enter the pericardium through an atrial tear. The lead was then retracted and re-advanced into the right ventricular (rv) apex, whereupon the patient's blood pressure decreased again. The pressure stabilized with continued pericardial aspirations. After the pocket was closed, an additional echocardiogram demonstrated that the effusion had decreased in size. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.